Event description:
The customer reported that this right atrial (ra) implantable lead was surgically abandoned (capped) due to a decline in pacing impedance measurements. The impedance measurements in bi-polar configuration were 150 ohms. In unipolar configuration they were 220 ohms. A new ra lead was successfully implanted there have been no adverse pt effects reported as a result of the revision procedure. The lead was actively implanted for approximately 10 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.